Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device was in backup operation mode with unipolar pacing and bipolar sensing. The product code was intact. Product code was reloaded and measured data showed normal electrical test results. Stress testing did not cause backup operation to recur.

Event description:
It was reported that during a routine follow-up, the pulse generator interrogated in backup vvi mode. The patient had no medical procedures since the last check in 2007, when the battery data was 2.68 v with an estimated remaining longevity of 1.25-1.5 years. A software download was unsuc- cessfully attempted.